Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed the device was scrapped due to the recharge antenna failure of intermittent poor recharge quality and fail t5190 (antenna test temp), suspect rtm recharge coil defective. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the recharger is not finding the ins. The patient is seeing the screen associated with passive charging mode function when trying to connect to the ins. The caller indicated that the patient's recharging antenna is getting very hot and the patient controller is getting hot as well. The rep indicated that the patient needs and MRI and he gave the patient a loaned device to use for charging but had not confirmed that the second recharger resolved the issue. The caller was not with the patient. The caller directed the patient to follow-up with patient services.  No symptoms reported in this event. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was dealing with this last night and feet are now black and is extreme pain and the device is now overheating on the paddle. Caller states the heating of the paddle started yesterday however the pain was a month ago and the feet turning black was last night as well. Caller states the rep who wanted to help who is retired clearly was aggravated and now cannot reach anyone. The patient was redirected to their healthcare provider to further address the issue. Directed to hcp to see if they have an extra rtm in the meantime while sending the rtm overnight. Pt needs MRI however their ins is too dead and cannot charge as the rtm gets too hot. Pt needs to charge in order to do anything. Additional information was received. It was reported the patient had vascular insufficiency as evidenced by swelling in their legs and feet. The patient follow their rheumatologist regarding multiple health issues including venous insufficiency. U/s was performed and was negative for foot clots. The replacement recharger resolved the recharging issue. It was noted the patient's MRI showed presacral mass. The MRI findings were not cause, contributed to, or exacerbated by the patient's device/therapy. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt stated that steps that were taken to resolve the issue with the recharger was that the manufacturer representative (rep) replaced the recharger quickly and the problem resolved.